Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent delivery wire (sdw) was kinked, stretched and broken/ fractured. Approximately 34cm of the distal end of the sdw was broken/ fractured and not returned for analysis. The sdw was kinked at 135cm from the proximal end, within the introducer sheath, the distal tip of the introducer sheath was extensively damaged and the stent was not returned as well. Functional testing could not be performed due to the damaged condition of the returned device. Information available indicated that the distal part of sheath was bent prior to use. Based on the information currently available, an assignable cause of handling damage will be assigned to this event.

Event description:
Analysis of the returned device noted that the stent delivery wire was broken. No consequences to the patient were reported.